Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failed error was found in connection to the reported allegation. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.